Event description:
It was reported that the target arm did not line up properly. It was reported that the k-wires would not go through the nail.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.